Event description:
Surgeon successfully implanted intraocular lens with a model msi-tm injector and a model aq cartridge but noted damage to the lens after implantation. The lens was removed without injury to the patient. The lot numbers for the injector and cartridge were not specified.